Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not adjusting insulin therapy as intended. Customer's blood glucose (bg) level ranged between 51-400 mg/dl. Carbohydrates were consumed to address the bg of 51 mg/dl and a correction bolus was delivered to address bg of 400 mg/dl. A pump reset was performed resolving the issue.